Event description:
It was reported that "the distal tip of the 6mm aiog broke off inside a 6x12x14x8 degree anchor c cage while being implanted into the cervical disc space with the assistance of a mallet. During the same case on two separate occasions the locking rings for 3.5x12mm self drilling screws had broken off. The entire ring broke off of one of them and another had a 2mm portion of the ring break off. Both screws were explanted and replaced with rescue screws."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.